Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified it to be underweight, a broken shell, red colored biological tissue and a piece of the shell was noted to be missing. A microscopic analysis was performed which identified a sharp broken edge assessed as unidentified broken tear and piece of the shell was missing. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge in the posterior side assessed as unidentified (tear) opening. As a piece of the shell was missing, the assessment was inconclusive.

Event description:
Healthcare professional reported ¿left side rupture and exchange from textured to smooth due to concern with the product¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported ¿left side rupture and exchange from textured to smooth due to concern with the product¿. Device has been explanted.